Manufacturer narrative:
(B) (4): the device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted there was no suture present. A second perclose proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.